Event description:
Customer reported that she went to the hospital because she could not stop the bleeding after the sensor was removed. Customer stated that they apply pressure until the bleeding stopped. Customer stated that the sensor was tugged or pulled. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.